Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: device no leak and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no opening and leak was observed in the device.

Event description:
Additionally reported were "particles in valve." The device has been explanted.